Event description:
The iab was inserted into the pt on 1/9/98. On 1/12/98 the iabp stopped with a message "gas loss". Blood was noted in the extention tubing. The doctor had difficulty removing the iab. The iab was surgically removed. As a result of the event, the doctor removed a blood clot with a fogarty catheter. (Event complications: entrapped/surgically removed/blood clot removed- rpt'd 1/16/98.) (Pt's current status: unk- rpt'd 1/16/98.)

Manufacturer narrative:
Underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enter a subintimal space, is located too high in the aortic arch, or enters the subclavian artery. The physical evidence and reported probelm are consistent with that of an iab which became entrapped and was surgically removed from the pt. The smooth-edged penetration(s) most likely resulted when the ballon membrane came in contact with a sharp-edged instrument during the removal process. Although the pt consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon and its possible replacement, the medical community is becoming increasingly aware of the "entrapped balloon" phenomenon.